Event description:
Review of service data detected a reportable event. During servicing, battery pack sn (B)(4) would not communicate. The last patient to use this battery did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. As received, the battery would not charge or power on a monitor. Upon evaluation, there was contamination on the pca board and battery cells. The cause of the inability to charge and power on a monitor is the contamination on the pca board and battery cells. The root cause of the contamination cannot be positively identified but is likely ingress. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.